Event description:
Rt turned on a vmax pulmonary function device to calibrate and smelled a burning odor from the top of the module. Device did calbirate, but called tech support to get direction on the use of the device on a patient. Tech support advised rt not to place device on patient, but rather have hospital biomed department analyze device.